Event description:
A medical center reported that base of iw934jeu cosycot infant warmer had cracked. No pt consequence was reported.

Manufacturer narrative:
Cracked base of the cosycot infant warmer could possibly be due to overloading. A follow up report will be provided once we received the complete investigation report.